Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of fluctuating high and low blood glucose readings. The customer had high readings of 350 mg/dl and low reading of 50 mg/dl. The customer treated with correction bolus and glucose tablets. The customer mentioned that he received calibration errors as well. The customer stated his blood glucose was all over the place because he did not use his sensor. The insulin pump will not be returned for analysis.